Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/22/2016 - phone, 12/22/2016 - voicemail, 12/29/2016 - voicemail. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The exhalation valve and drive gas check valve were replaced.

Event description:
The hospital reported that, during a case, high positive end expiratory pressure was noted. The anesthesia machine was swapped out. There was no reported patient injury.